Event description:
It was reported that the patient experienced a cardiac tamponade. During a left atrial appendage (laa) closure procedure, a baseline effusion was noted at the beginning of the case. The transeptal puncture was performed with both transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging guidance. A torflex transeptal sheath and an nrg transseptal needle were used for the transseptal (tsp). The transseptal puncture required multiple attempts before it was successful. A watchman fxd curve access system was used to deploy a 27mm watchman flx laa closure device. There were no recaptures required and the release criteria were met. Tee confirmed no change to the baseline effusion at the end of the procedure. About 3-4 hours post procedure when the patient was in post operative care, the effusion worsened. The patient's blood pressure dropped to 50's systolic and cardiac tamponade was noted on transthoracic echocardiogram (tte). A pericardiocentesis was performed to resolve the effusion. The patient was expected to be discharged the following day.

Manufacturer narrative:
The device won't be returned for analysis. Upon evaluation of the failure analysis of the event reported, if there is any further relevant information from that review, a supplemental medwatch will be filed.